Manufacturer narrative:
(B)(4). The customer reported that the defibrillator displayed several error messages. There was no reported pt involvement. Phillip rec'd the device for eval and found an intermittent power connection problem. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator displayed several error messages. There was no reported pt involvement.